Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received blank display. Customer's blood glucose level was unknown. Customer also reported that the battery cap was neither missing nor damaged. Customer was assisted with troubleshooting. Insulin pump will be returned for analysis.